Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report material separation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted; therefore, the clip delivery system (cds) was removed from the steerable guide catheter (sgc). However, while withdrawing the clip introducer (ci) through the sgc hemostasis valve, the tip of the ci dislodged. No additional clips were implanted, and mr reduced to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed material separation issue as the clip introducer material (peek tubing) separated from the clip introducer housing. Also, the clip introducer tubing material was observed to have a bond failure from the clip introducer housing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the loss or failure to bond, and material separation appear to be related to to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.